Event description:
An olympus representative reported to olympus on behalf of the customer that three units were immediately put into oer-4 and used without pre-cleaning while using the cysto-nephro videoscope. The reported issue was found during reprocessing. There were no reports of health damage from this event. The intended procedure was completed with the same equipment. The customer reported the same issue occurred with two units of cyf-va2. There was no reports of patient harm or impact associated with the reported event. This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus. However, based on the results of the investigation and customer¿s reported information, the probable cause is that the phenomenon occurred due to the handling methods of the users. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The reported phenomenon might be prevented by following the descriptions from instructions for use (IFU): 5.3 precleaning the endoscope. Olympus will continue to monitor field performance for this device.